Manufacturer narrative:
(B)(4): forward-firing of the side-firing surgical fiber; a code request has been submitted.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the metal cap exhibits mild detritus adhesion; the glass cap exhibits moderate devitrification at output window; the metal cap is loose from the glass cap; the beveled edge at the output window is off center; the glass cap can rotate within the metal cap when applying force; the metal cap is loose from the outer flow tubing and the stop sign on the outer flow tube is not aligned with the metal cap output window; the fiber was tested with hene laser fixture, the aim beam is visible at fiber output window; there is no forward firing beam. Probable root cause: based on the product analysis results, the product complaint of " aiming beam fires straight out of fiber; could not be confirmed; a glue failure was found; the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a prostate procedure (laser was set at 120 watts) the fiber started end firing at 109054 joules (18:36 minutes of lasing time). The second fiber was used for 110054 joules (20:51 minutes of lasing time). The second fiber was used to complete the case at 120 watts for a total of 219899 joules, (39:27 min total lasing time). The case was completed with no injury to the patient.